Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. - attachment: [23770-investigation form-master 2.pdf].

Event description:
Consumer alleges receiving a burn on her left arm while using the heating pad on couch. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges receiving a burn on her left arm while using the heating pad on couch. There was not a report of property damage with this incident.